Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue.  The existing therapy connector was loose.  Physio then replaced the therapy connector assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that when he was trying to complete a routine preventative maintenance (pm) on their device, he observed that the test patient ECG waveform would intermittently show dashed lines (- - -) while paddles lead ECG.  The biomedical engineer further stated that he could obtain a waveform if he wiggled the therapy cable where it connects to the device's therapy connector.  As a result, the device may not be able to detect that a patient was connected and may not be able to provide defibrillation therapy, if it were necessary.  There was no patient use associated with the reported event.